Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect; cause was not known. Customer corrected the date. Blood glucose was not impacted.